Manufacturer narrative:
The hill-rom technician found two bad brakes, one bad steer caster, four bad castor supports, and head end caster covers cracked. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced two brakes, one steer caster, four castor supports, and head end caster covers to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no p patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).